Manufacturer narrative:
Analysis of the device on june 2003, showed that the distal portion of the stabilizer had been cut off and the markerband was not present. Due to an administrative error, this event was not previously identified as a medical device report (MDR). The MFR is aware that this event is being submitted past the 30 day deadline.

Event description:
Boston scientific was notified that during an event, the neuroform microdelivery stent would not deploy. No complications with the pt were reported as a result of this event.